Event description:
Additional information received reported that patient's status was 'corrected with reduced dose'. Reporter stated that the patient 'got drowsy with increased dose'.

Manufacturer narrative:
Programmer: 8840, serial# unk; catheter: model: 8709, serial# (B)(4), implanted: 2004 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
An overdose was reported; it was stated patient went "to narcosis when they attempted to increase the old drug dosing", so they were changing the concentrations so that the patient "gets less morphine when they increase the baclofen". Patient was doing "fine now". Drugs delivered via the device were morphine and compounded baclofen. The concentrations/dosing were reported as current: morphine 1mg/ml, 0.789 mcg/day and baclofen 500mg/ml, 394.6mcg/day and the new: morphine 0.9mg/ml, 0.738mcg/day and baclofen 500mg/ml, 410mcg/day. Additional information has been requested; a follow-up report will be sent when it becomes available.